Event description:
It was reported that during a lead implant attempt the helix required 20 turns to deploy and 25 turns to retract. The physician also observed something white "pop off" the lead tip. The lead was not implanted and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.